Event description:
I have had the essure now for 2 months and I'm still in terrible pain! My back is swelling, and my abdomen hurts! I have no energy at all! I'm in so much pain that I can't even take care of my two babies! My husband has been here to help thank god but I was never warned about these horrible side effects! I read about other women and their horrible stories about the essure, also deaths! I'm very terrified and need to know what to do.